Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 58-year-old male patient, the device failed to charge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the customer's report. The battery returned was tested in the unit, and on a test unit. A "low battery" warning was prompted, and this same battery was able to shock at least 10 times during testing, indicating that there was still adequate charge in the battery to charge during a rescue if appropriate. The device also analyzed, charged and shocked appropriately during testing. The device passed the final test and was recertified and returned to the customer. Review of the device history file shows no critical errors that would disable the device or prevent therapy from being delivered. The g3 operator's guide advises users that the device is able to shock for at least 9 times once the first "low battery" warning is prompted. The history file also shows the battery is depleted, with 727 minutes of operation over a course of 819 days and that 29 shocks were charged. Review of the clinical file showed three analyses - the first two of which resulted in a "no shock advised" appropriately, as the waveform is asystolic, thus the device would not charge/shock under this condition. The third advised a shock, and subsequently charged/shock was delivered. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.